Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a time values out of range diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the exhalation sensor printed circuit board. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.